Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster cs catheter and observed an insulation break at the tip of the catheter and metal wires were exposed. The distal two electrodes of the catheter appeared black on the carto 3 system and there was noise from those electrodes on both the carto 3 system and the recording system. The catheter was removed from the body and they noticed that there was an insulation break at the tip of the catheter and metal wires were exposed. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The catheter was brand new from biosense webster, inc. Box packaging. The distal two electrodes of the catheter appeared black on the carto 3 system and there was noise from those electrodes was assessed as non MDR. The risk to the patient was low. The insulation break at the tip of the catheter and metal wires were exposed issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster cs catheter. The distal two electrodes of the catheter appeared black on the carto 3 system and there was noise from those electrodes on both the carto 3 system and the recording system. The catheter was removed from the body and they noticed that there was an insultation break at the tip of the catheter and metal wires were exposed. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The device evaluation was completed on 09-sep-2025. The device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. No damage or internal components exposed were observed; however, the adhesive window located in the tip of the device its a normal condition. An electrical test was performed, and no electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise and broken tip issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).